Manufacturer narrative:
(B)(4). The service engineer (fse) evaluated the device and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a communication issue. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.